Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient's impaired healing was due to the patient's underlying other medical diagnoses. She has a connective tissue disorder that had been causing her issues of impaired skin health and wound healing. Along with this, the patient had lost a significant amount of weight over the last year which had left her pump/ implant site to be more exposed.

Manufacturer narrative:
H3. Analysis of the pump concluded non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter the device was returned but analysis has not yet been completed. A follow up report will be sent once results are made available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (2000 mcg/ml at 770.6 mcg/day), morphine (8.1 mg/ml at 3.1208 mg/day), and bupivacaine (9 mg/ml at 3.4676 mg/day) via an implantable pump. It was reported that the patient's wound did not heal from their previous pump replacement so their system was replaced.